Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked belt clip slot and cracked case near display window corners during visual inspection. The pump was received with cracked and bleeding lcd glass. The pump was unable to test keypad due to display anomaly. The pump was not received with original belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of display anomaly and damage from the insulin pump. The customer's blood glucose reading was 247 mg/dl. The customer stated that the pump fell due to a broken belt clip. The customer stated that the screen is fully black and cracked. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.